Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial#(B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
It was reported that the spinal cord stimulation (scs) therapy was not doing anything to help the patient, it was just shocking him down the legs. The patient was able to sync and confirmed stimulation was turned on at 3.0, however when it was reviewed how to decrease amplitude the patient reported seeing the patient programmer (pp) batteries are depleted screen on the pp. The patient stated that he will purchase some new batteries and call back for additional assistance with decreasing or turning off the stimulation in order to see if the shocking subsides. This was considered a sudden change in therapy/symptoms.